Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported date of august 2019. The complainant was unable to report the device brand name, upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific colonic biopsy forceps was used during an oesophago-gastroduodenoscopy (ogd) procedure performed in (B)(6) 2019. According to the complainant, post procedure, the patient experienced upper gastrointestinal bleeding and presented to the emergency department. The patient had a systolic blood pressure of 60 and had three more episodes of hematemesis. The patient was given intravenous (IV) tranexamic acid, IV omeprazole, and IV terlipressin and received 4 units of blood, 4 units of fresh frozen plasma (ffp), and 1 unit of platelets. An urgent ogd procedure was performed and it was noted that the biopsy site was bleeding. The site was treated with cautery, adrenaline, and 3 clips. After the procedure, the patient was transferred to the intensive care unit and was intubated. The patient improved, was moved to the medical ward and was deemed fit for discharge 3 days after being admitted.